Manufacturer narrative:
The cartridge has been discarded and will not be returned to animas for evaluation. There is no allegation of product defect or malfunction.

Event description:
The patient reported that her blood glucose (bg) was hi on the bg meter. She experienced emesis; she did not check her ketone level. She said that she continued to bolus with the pump and finally went to her health care provider's office for assistance. At that time, she stated that she noticed the luer lock connection between the cartridge and the tubing was loose and insulin was dripping onto the pump. The patient denied any issues with the cartridge or the tubing; she reported that the loose connection was her fault. She did not save the cartridge or tubing for investigation and confirmed a second time that there was no product defect to be reported. The patient said she replaced the cartridge and infusion set, reconnected to the pump, and treated herself with insulin. She reported that her bg resolved to 267 mg/dl. The patient refused to review the pump for other possible causes of the bg elevation and maintained that the loose connection was to blame. This complaint is being reported because although the patient did not receive treatment from the health care provider she experienced hyperglycemia due to confirmed use error.